Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. However, vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complications has been assigned to this event.

Event description:
It was reported that after the subject coil and four (4) other coils had been deployed to treat of an unruptured anterior communicating (a-com) artery aneurysm, thrombus was noted distal to the coil embolization part. Urokinase was administered and the thrombus was resolved. The patient was reportedly asymptomatic. The physician could not conclusively state which coil(s) contributed to the thrombus formation although he suspected that the last coil (non-stryker device) could have been related.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that after the subject coil and four (4) other coils had been deployed to treat of an unruptured anterior communicating (a-com) artery aneurysm, thrombus was noted distal to the coil embolization part. Urokinase was administered and the thrombus was resolved. The patient was reportedly asymptomatic. The physician could not conclusively state which coil(s) contributed to the thrombus formation although he suspected that the last coil (non-stryker device) could have been related.